Event description:
It was reported from clinic notes that the patient reports resolution of seizures after vns placement, until this part year. Patient was seen in (B)(6) 2020 to discuss vns battery replacement. He was sent back to his neurologist last year to interrogate his vns device to check battery life. Patient has not been seen in over a years and patient has not met with the vns rep and unfortunately the office does not have a way to interrogate the vns device in the clinic. He states he usually feels a tickle in the back of his throat and notices a hoarse voice, but is no longer experiencing this. He has tried to swipe his battery with his magnet but states he does not think it has been working. Patient states he typically has seizures at night in his sleep always generalized with full body tonic/clonic activity. No additional relevant information has been received to date.

Event description:
It was reported from clinic notes that the patient reports resolution of seizures after vns placement, until this part year. Patient was seen in (B)(6) 2020 to discuss vns battery replacement. He was sent back to his neurologist last year to interrogate his vns device to check battery life. Patient has not been seen in over a years and patient has not met with the vns rep and unfortunately the office does not have a way to interrogate the vns device in the clinic. He states he usually feels a tickle in the back of his throat and notices a hoarse voice, but is no longer experiencing this. He has tried to swipe his battery with his magnet but states he does not think it has been working. Patient states he typically has seizures at night in his sleep always generalized with full body tonic/clonic activity. No additional relevant information has been received to date.

Manufacturer narrative:
B1. Adverse event, b2. Outcomes attributed to adverse event; h1. Type of reportable event; corrected data; supplemental MDR submitted in correct report type as intervention was taken for the adverse event.

Event description:
The patient underwent generator replacement. The explanted device has not been received for analysis to date.

Event description:
Information was received that the device was not sent to pathology.

Manufacturer narrative:
B5. Describe event or problem; initial MDR inadvertently omitted information known prior to submission.

Event description:
No known surgical intervention has occurred to date.